Event description:
It was reported that the patient's pacemaker exhibited an undersensing. No intervention or adverse patient effects were reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-03529, review of additional information indicates that the device should not have been reported.

Event description:
It was reported that during the pre-discharge check, the patient's right atrial (ra) lead exhibited an intermittent undersensing. Programming changes were made, and the patient remained clinically stable.